Event description:
Info was received that a humidifier had experienced a thermal event.

Manufacturer narrative:
The humidifier and the concomitant CPAP (continuous positive airway pressure) device were received by the MFR for eval. The investigation determined that a component on the pca board failed leading to a thermal event and a void on the humidifier enclosure. No harm or injury was reported. A historical review of the complaint records has determined that there have been no similar incidents of this failure. This is an isolated incident. No further action is required.